Manufacturer narrative:
(B)(4).

Event description:
First pass ablation caused a tear in the mucosal lining of the esophagus. After the subsequent treatments the tear was ablated. The physician will monitor the patient's recovery. This is being reported out of an abundance of caution.